Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead dislodged 2 weeks after implant. The lead could not be repositioned, so the physician explanted the lead and replaced it with a competitive transvenous defibrillation lead. No adverse patient symptoms were reported.